Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen was broken. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer stated that screen stopped working and insulin pump started alarming . Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting was performed. Insulin pump will be returned for analysis.